Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) bolus express, act and esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated the insulin did not exit and pump alarmed no delivery. The insulin pump will be returned for analysis.